Event description:
It is reported that the pt was revised for an unk reason.

Manufacturer narrative:
Evaluation summary: devices were not returned for eval. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays, product or further info. Eval: mfg documentation was reviewed and indicates that the device was mfg, inspected and packaged to specification.